Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the trackers on the imaging system could not be recognized by the medtronic navigation system. It was reported that restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.